Manufacturer narrative:
The autopulse platform has not been received in complaint for investigation . A supplemental report will be filed when investigation has been completed. Not returned to manufacturer.

Event description:
It was reported after patient use, the autopulse platform (s/n: (B)(4)) displayed user advisory ua 41 (patient temperature sensor failure) message upon powering on. A new lifeband was installed and fully extended. The battery was removed and reinserted into the platform. The platform was restarted multiple times but the ua41 message could not be cleared. There was no patient involvement reported.